Manufacturer narrative:
Implant date: lens was not implanted. Explant date: lens was not implanted, therefore not explanted. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a crack. It was reported that there was no patient involvement and material was discarded. No additional information was provided.